Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: 1001510000-2020-8003. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system solution set leaked during a tacrolimus infusion. The bag was spiked to administer the medication when the tubing was noted to be leaking. A new set was used to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.